Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt states her old ins had to be replaced because that stopped working. Pt did not have further details on what stopped working. Pt states this was replaced 1.5 years ago. No patient symptoms reported.